Event description:
Medtronic received information that following the implant of a core valve? Transcatheter bioprosthetic valve a stent was placed in the right ileac artery due to a dissection caused by the terumo 19f solopath introducer sheath. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).